Manufacturer narrative:
Initial.

Event description:
It was reported that the pump¿s connector cracked in half, leaving part of the connector and the cartridge stuck on the pump, consistent with a failure to disconnect involving the connector/coupler; the user later twisted the connector and removed the cartridge. No injury, clinical signs, symptoms, or conditions during the event reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified at the connector/coupler consistent with a failure to disconnect. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.